Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had no electrode part when the sensor was removed. Also the green light on the transmitter did not flash. The blood glucose of the customer at the time of incident is unknown. The product will not be returned for analysis.